Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 10/31/2023. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: was there any adverse consequence associated with the patient? No, the technical personnel made it known that the imss ignacio garcía mérida institute provided the suture. What is the total number of products involved in this event? (B)(4) pieces. Did the event occur during one or multiple patient procedures? No, this event was reported only for this lot of the material. What is the total number of procedures? Only this event was reported. Have) any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No, this event was reported only for this lot of the material please provide the source or name of person providing answers to follow-up questions: karina vicario ríos/qa coordinator. The following additional information was requested, and obtained: additional information received states (b)((4) pieces were involved. How many of the (B)(4) pieces had suture breakage during the one patient procedure? The amount involved with the patient was a single piece, which was replaced at the time. There were no consequences to the patient's health nor was there a need to modify the procedure. The patient is not part of a clinical study. Device owned by vitalmex business partner. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - was there any adverse consequence associated with the patient? - what is the total number of products involved in this event? - did the event occur during one or multiple patient procedures? - what is the total number of procedures? - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Event related to mw # 2210968-2023-07508. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. When using the sutures they break, the needle was dull when suturing. No adverse patient consequences were reported. Additional information was requested.